Event description:
Information received indicates the siderail will not latch.

Manufacturer narrative:
The technician found that one of the end tubes in the siderail were bent, preventing the siderail from latching. The technician replaced the siderail end tube to repair the stretcher.